Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for device check. The atrial lead exhibited high thresholds and an undersensing anomaly. The lead was explanted and replaced. The patient's condition was stable post procedure.